Manufacturer narrative:
Initial reporter city: (B)(6). Device eval by manufacturer: returned product consisted of an eluvia self-expanding stent system with an introducer sheath. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the inner liner 2.5cm from the retainer. The middle sheath is no longer attached to the retainer. There is multiple buckling to the outer sheath. Microscopic examination revealed no additional damages. There is blood present inside the device. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the stent partially deployed. The 100% stenosed target lesion was located in the severely calcified and severely tortuous superficial femoral artery (sfa). The sfa had no overall calcification, but there were nodules in two areas, the ostium part and the sfa mid-range. The lesion was pre-dilated. Two 6x120x130 eluvia drug-eluting vascular stent systems were selected for the procedure. Approach was performed from the brachial, and there was a 90-degree tortuosity in the iliac. Over a .014 guidewire, the first stent was placed with the thumbwheel. The stent shortened about three centimeters. The guidewire was replaced with a .035 guidewire. The second stent was then attempted to place, but there was an unusual sound from the handle about five centimeters from deployment. Eventually, the handle was disassembled, and the stent was placed manually. The physician stated that weight was not felt on the thumbwheel. The blood flow of the patient was secured and there were no patient complications.